Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to floppy glands from the cylinders not being seated at the mid glands. No patient complications were reported in relation to this event.